Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient and stent fracture occurred. The target lesion was located in the left main (lm) to the circumflex (lcx) artery. The lesion was pre-treated with rotational atherectomy using a 1.25mm burr. Multiple balloon inflations were performed using a variety of pre-dilation balloons. A 3.00mmx32mm promus premier drug-eluting stent was advanced for treatment; however the stent had a difficult time making the turn into the lcx the physician did not want to push aggressively so he attempted to remove the undeployed stent with the intention of performing more predilation. As the physician was removing the stent, the distal edge of the stent got stuck on calcium and partially came off the delivery system. Resistance was encountered and the physician immediately stopped pulling the stent. The distal edge of the stent was lodged in the distal lm while the remaining proximal portion was still on the delivery system, which was in the guide catheter. A small inflation was performed with the stent delivery balloon at 3-4 atmospheres to secure the proximal portion of the stent which was still on the balloon and drag the entire stent out of the body; unfortunately, this was unsuccessful. The stent delivery balloon was removed from the body; however the stent was left inside the body. A 4.0mmx15mm emerge balloon catheter was advanced through the stent to inflate the proximal portion of the stent which was inside the guide catheter to entrap and remove as a unit. However, the attempt was unsuccessful. The distal edge of the stent which was stuck on the calcium was elongated to about 30-40mm and the proximal portion had extended far into the aorta. Snaring was attempted using a non-bsc device which was able to retrieve the majority of the stent. It is believed that not all of the stent was able to be retrieved and was left in the aorta.. The lcx was then rewired and the procedure was completed with overlapping implantation of a 2.5mmx12mm synergy drug-eluting stent in the mid circumflex, a 3.0mmmx16mm synergy drug-eluting stent in the proximal circumflex artery into the left main and a 4.0mmx12mm synergy drug-eluting stent in the left main. The treated vessel had great flow and looked "beautiful" at the end of the successful intervention. No further patient complications were reported and the patient was doing well and stable.